Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. Additionally, the customer reported of high traces of ketones. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.